Event description:
Reporter indicated that a programming session could not be completed at a routine office visit due to an error message displayed on the handheld. The reporter indicated that troubleshooting had been completed and the problem remained. Interrogation was completed successfully but the programming steps could not be completed. Further follow-up revealed that the site reported the power light and the data receive light would turn on and stay on. This is an indication that there is a wand issue. The wand will be returned for product analysis and a new wand will be sent to the site.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.